Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 184 mg/dl. The customer's current blood glucose is 160 mg/dl. Customer's other blood glucose was 537 mg/dl. The customer did experienced the symptoms such as cold and difficulty in breathing related to pneumonia. The customer was treated by intravenous fluids and insulin plus potassium, antibiotics, nebulizer treatment. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.